Event description:
Discordant results were obtained on several pt samples for the ahbs and hbsag analytes. The results were not reported to the physician. The samples were repeated on an alternate analyzer and different results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ahbs or hbs results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a broken wash 1 straw. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.